Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Hip replacement. A sharp drop in blood pressure when simplex was injected. The patient has died.

Manufacturer narrative:
An event regarding a patient death after problems that occurred during surgery involving simplex p bone cement was reported. The event was confirmed through medical records. Method & results: device evaluation and results: not performed as no items were returned as the product remains implanted in the patient. Medical records received and evaluation: review by a clinical consultant indicated: fat embolism syndrome during hemi-arthroplasty of the hip at the stage of cement application and stem insertion caused a fatal collapse of all cardio-respiratory functions for which resuscitation was not successful. With regard to procedure related factors, a cement restrictor in femoral canal reported prior to cementation appeared not to have been used. Patient related factors included: hypovolemic condition as caused by multiple fractures and delay between trauma and hospital admission; severe anemia; hypokalemia; hyponatremia and hypo-proteinemia indicating the patient was in marginal medical condition. The patient died. No device related factors were identified. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that fat embolism syndrome during hemi-arthroplasty of the hip at the stage of cement application and stem insertion caused a fatal collapse of all cardio-respiratory functions for which resuscitation was not successful. The patient died. The IFU warns against such events. No device related factors were identified. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Hip replacement. A sharp drop in blood pressure when simplex was injected. The patient has died.